Manufacturer narrative:
(B)(4). Approximate age of device: 4 years, 11 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a transplant. The patient had become a1 on the transplant list due to thrombus. No incidents or issues with the implant were reported.

Manufacturer narrative:
The report of thrombus could not be confirmed based on the evaluation of the returned device. Examination of the pump blood contacting surfaces upon disassembly of the device revealed no depositions. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no abnormalities were found. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.